Event description:
The needle did not retract completely inside the protective sleeve and led to an injury stick to the user.

Manufacturer narrative:
Results: performed a visual/microscopic examination on the catheter/adapter assembly and observed the catheter tip had craters that go through the bevel. Catheter tip rating failed at 2c. Performed a visual/microscopic examination on the barrel assembly and observed the tip of the needle not fully retracted into the needle and the end of the barrel was smashed causing partial retraction. Conclusions: the investigation did confirm and needle retraction failure. The returned unit displayed damage to the barrel component. This damage inhibited a full retraction of the needle into the barrel upon activation. Damage of this type is not inherent to the manufacturing process. The component appears to be damaged by being crushed. Stress fractures near the barrel/grip assembly demonstrate the unit was fully assembled at the point of impact. In addition, the impact point appears to have spanned from the top of the grip to the bottom of the barrel. This conclusion comes from the plug being sideways and the bottom of the hub slightly damaged. This type of damage would be found during the 100% vision system inspection. After the vision system inspection there is no contact with the unit at the location of the observed impact. (B)(4)